Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, several inappropriate ams episodes were observed. Competitive atrial pacing was found to be the cause of the mode switches. Programming changes were made. Further programming changes were recommended. No further information available.